Manufacturer narrative:
Unit passed self test and displacement test. Software error was found in the pump history (line number = 111 and file number = 540). Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had software error detected. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.